Event description:
It was reported by a customer in the USA that an 840 ventilator lost communication with the graphic user interface (gui) central processing unit (cpu). Although requested, patient involvement was unknown.

Manufacturer narrative:
The repair service and investigation is expected, but not yet begun. (B)(4).